Manufacturer narrative:
(B)(4).

Event description:
It was reported that the genesis ii articular inserter/extract was noticed chipped. No case involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirmed the device fractured at the location of the hook feature on the handle. It is likely that the fracture was due to an overload mechanism. An overload fracture can occur if mechanical loads are applied that exceed the strength of the material. The broken piece was not returned for evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.